Event description:
(B)(4). Initial info received from a dermatology nurse who is also the consumer on (B)(6) 2009: a currently (B)(6) female began receiving injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] about two years ago (2006) for a cosmetic indication. During her first therapy, her physician used 1 vial of poly-l-lactic acid and she was injected in the corners of her mouth bilaterally, along upper cheek bone, underneath her eye just outside the nasolabial area and lateral side of the mandible. At an unspecified time, she experienced little bruising or swelling and massaged the area as directed. Her second therapy was about nine months later and she received no more than half a syringe on each side (she believes). Approx two to three months after the second poly-l-lactic acid injection, she noticed a bump on her lower face that never went away. After massaging, one bump on her cheek, it was not as palpitable as it originally was but now she reports that she has gone from one to four bumps. Recently, she noticed one bump near her laugh line that she said people could see. She said that it feels as if there is a tumor there and described a time when she was leaning her face against a door jam and her face felt numb. She described the bumps as slightly uncomfortable but not what she considers painful. She said that she was very concerned about the appearance of these new bumps. Medical history and concomitant medications were not provided. No further relevant info reported.

Manufacturer narrative:
Additional info for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(6) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an instigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.